Manufacturer narrative:
Additional information: e1(event site telephone:+(B)(6). E3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that routine check the cs300 intra-aortic balloon pump (iabp) had a issue of battery not holding charge. A getinge field service engineer (fse) evaluated the unit and battery not holding charge issue was resolved by installing a new pair of batteries. Complete pm with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's battery was not holding charge.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit's battery was not holding charge. There was no patient involvement.

Manufacturer narrative:
Updated data: (email). Corrected data: (clinical & impact).